Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient who was implanted with a neurostimulator for spinal pain. It was reported that there was a problem getting the stimulator "gaged" in the procedure room. It was also reported that an error was made while implanting the leads. The patient stated that it was confirmed by x-ray that one of the leads was out of line. Only one area was x-rayed and the pocket area was not x-rayed. The patient thought that there was something wrong with the implantable neurostimulator (ins) as well because when they moved a certain way or sat down the ins hit something, causing pain. The patient did not recharge because if they put the implantable neurostimulator recharger (insr) antenna on the ins it was painful. The ins was located in an "awkward position" and was difficult and painful to recharge. These issues were not getting better and were worse on some days due to things like the weather. The patient reported that it was painful to have a bowel movement as the pressure caused pain to radiate up their back. The stimulator had not been used because the patient had to have it at a high setting of "450- up" in order realize that it was on. This caused pain up to the tip of their rib cage on their left side. A new pain was reported that had not been there before use of the stimulator. When the patient sneezed or coughed, the area around the ins site caused pain. Pain radiated down the left side which was described as a numbing pain that was not relieved by pain medication. The patient stated that their health care professional (hcp) told them that the next step was to locate a neurosurgeon to address the issues. The patient had not located one yet. A list of hcps was requested. On (B)(6) 2016, a patient letter reported that nothing had been done yet to alleviate the problem. They had an appointment with the hcp yesterday but they had not yet found a neurosurgeon and that they were in worse shape than they were.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.